Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A medtronic representative reported that while outside of procedure, when setting up the system, the system was shut down normally but the power indicator was still lit. Site performed a hard shutdown and after restarted while in application launch screen, the system stopped responding and the mouse was not moving. Site performed a hard shut down again. There was no patient present at the time of the issue.